Manufacturer narrative:
Additional information was received that the patient's infection was device related, and the patient is still on oral antibiotics postoperatively.

Manufacturer narrative:
Additional information was received that patient's infection has cleared up and the patient was no longer on antibiotics. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the implant site. The patient's site was draining. The physician prescribed the patient with intravenous antibiotics. The patient was doing well following the procedure.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the implant site. The patient's site was draining. The physician prescribed the patient with intravenous antibiotics. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm. Model #: sc-4316, lot #: 14228622, description: clik anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the implant site. The patient's site was draining. The physician prescribed the patient with intravenous antibiotics. The patient was doing well following the procedure.